Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.

Event description:
According to the intial report received via email on 28feb2025, this publication ¿right mini-thoracotomy bentall procedure¿ by johnson jr , et al presented at the 55th annual scientific meeting of the eastern cardiothoracic surgical society, october 18--21, 2017, amelia island, fl was discovered during the most recent on-x aap EU MDR cycle. This is a single-center retrospective review of seven patients who underwent a primary elective right anterior mini-thoracotomy at a single medical center from 2016 to 2018. These procedures were performed by a single surgeon. Clinical outcomes evaluated include operating room, in-hospital and 30 day mortality, cardiopulmonary bypass (cpb), aortic cross-clamp, and circulatory arrest times, intensive care unit (ICU) and hospital length of stay along with the incidence of postoperative stroke, renal failure, infection, and bleeding requiring reoperation. For patients 64 and younger an on-x aap device was typically used and for patients over 65 a vascutek gelweave valsalva graft and sewed bioprosthetic valve onto the graft was typically used, a total of 4 on-x aap devices were used. It was reported that one patient has bleeding from the graft-graft suture line requiring reoperation on post op day 1 and this patient was also readmitted on post op day 11 with atrial fibrillation with rapid ventricular response and cardioverted to normal sinus rhythm. There were no instances of post operative stroke, renal failure or sepsis. There were no mortalities observed within the 30 days post implant and all the patients were discharged home. The authors concluded that the right mini-thoracotomy bentall can be performed with minimal morbidity in selected patients.

Manufacturer narrative:
According to the initial report received via email on 28feb2025, this publication ¿right mini-thoracotomy bentall procedure¿ by johnson jr , et al presented at the 55th annual scientific meeting of the eastern cardiothoracic surgical society, october 18--21, 2017, amelia island, fl was discovered during the most recent on-x aap EU MDR cycle. This is a single-center retrospective review of seven patients who underwent a primary elective right anterior mini-thoracotomy at a single medical center from 2016 to 2018. These procedures were performed by a single surgeon. Clinical outcomes evaluated include operating room, in-hospital and 30 day mortality, cardiopulmonary bypass (cpb), aortic cross-clamp, and circulatory arrest times, intensive care unit (ICU) and hospital length of stay along with the incidence of postoperative stroke, renal failure, infection, and bleeding requiring reoperation. For patients 64 and younger an on-x aap device was typically used and for patients over 65 a vascutek gelweave valsalva graft and sewed bioprosthetic valve onto the graft was typically used, a total of 4 on-x aap devices were used. It was reported that one patient has bleeding from the graft-graft suture line requiring reoperation on post op day 1 and this patient was also readmitted on post op day 11 with atrial fibrillation with rapid ventricular response and cardioverted to normal sinus rhythm. There were no instances of post operative stroke, renal failure or sepsis. There were no mortalities observed within the 30 days post implant and all the patients were discharged home. The authors concluded that the right mini-thoracotomy bentall can be performed with minimal morbidity in selected patients. The average patient age was 62, with 6 male and 1 female patient. Device selection was based on age: patients 64 years or younger received an on-x ascending aortic prosthesis (aap), while those older than 65 received a vascutek gelweave valsalva graft. In total, 4 on-x aap devices were used in the study. One patient experienced bleeding from the graft-to-graft suture line, which required reoperation on postoperative day (pod) 1. This same patient was readmitted on pod 11 with atrial fibrillation with rapid ventricular response (rvr) and was successfully cardioverted to sinus rhythm. No postoperative strokes, renal failure, or sepsis were reported. Both 30-day and operative mortality rates were 0% (0/7 patients). According to the study authors, the right mini-thoracotomy bentall procedure can be performed with minimal morbidity in appropriately selected patients. They also suggest that the use of technologies such as video guidance may broaden adoption of this sternal-sparing approach among surgeons. All reported complications are consistent with the known risks outlined in the on-x® valve¿s instructions for use (IFU). This clinical outcome analysis is based on a single-center experience involving 7 patients who underwent a right mini-thoracotomy bentall procedure using either an on-x aap or a vascutek graft. However, the publication does not specify which of the 4 patients received the on-x aap implant. As such, it is not feasible to attribute any specific adverse events to the aap device. Therefore, we cannot determine the aap device¿s contribution, if any, to the reported events. It is important to note that all reported complications are identified in the on-x aap instructions for use (IFU) as recognized risks. The root cause is unknown. This clinical outcome analysis is based on a single-center experience involving 7 patients who underwent a right mini-thoracotomy bentall procedure using either an on-x aap or a vascutek graft. However, the publication does not specify which of the 4 patients received the on-x aap implant. As such, it is not feasible to attribute any specific adverse events to the aap device. We cannot determine the aap device¿s contribution, if any, to the reported events. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.